Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23546. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a new model. However, during the procedure, it was found the lead tail had a fracture. Reprogramming was unable to fully resolve the issue. The patient was to undergo additional surgical intervention as the next course of action. It was noted, the patient passed away on (B)(6) 2015 (reference MFR. Report#: 1627487-2015-12554). Please note the patient's lead was added to this event as a new device report. (Device 2).

Event description:
It was reported, the patient did recharge his ipg. It was noted the patient was not charging his ipg properly. As such, the patient's ipg is inoperable. Surgical intervention will be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).